Event description:
A facility reported that the housing of the cusa excel 23khz straight handpiece (c2600) had a crack and there was dysfunction of irrigation. The device was not in contact with a patient; however, due to the failure, there was increase of liver surgery time from 8h30 to 16h30. No patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis -the investigation of the unit confirmed the complaint: the transducer was found to be twisted in the handpiece housing. This was as a result of user mistake - torque base was not used. The cable wire was broken on the coil form side and needed to be re-soldered. The nose cone has a crack and has to be exchanged. The housing and all o'rings of the coil form need to be exchanged. Housing was replaced and testing completed to ensure device met specification. Root cause - the root cause was confirmed as confirmed as handpiece (hp) overtorquing. Hp overtorquing is caused by: incorrect assembly and disassembly of the handpiece by the customer using the torque wrench, resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective action was implemented which verified ability for customers to execute the instructions as written in the current user manual and was verified by conducting a usability study. Device was manufactured pre corrective action implementation in nov 2017. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.